Event description:
It was reported that during an intercept procedure the physician encountered hard bone and inadvertently went into overdrive with the curved cannula. 4mm of peek material of the curved cannula's distal tip sheared off. It was reported that the device broke off inside the patient during the procedure. Based on the available information, bsc could not confirm the location of the device fragment. The procedure was completed successfully with a new instrument.